Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she received no delivery alarms the customer stated that she had to manually push the reservoir with a pen to get the bottom of the reservoir to move and fill the tubing prior to placing reservoir into the insulin pump. Customer stated that the reservoirs are defective. Blood glucose value is unknown. Customer was unable to troubleshoot for the past event. The reservoirs would be replaced and returned for analysis.